Event description:
There was a complaint of mistaken glucose results due to a pixelated display affecting two patients tested with an accu-chek inform ii meter. Patient 1¿s result from the meter at 7:56 am was mistaken for 136 mg/dl. The customer verified the initial meter reading from the software as 183 mg/dl. Patient 2¿s result from the meter at 9:30 am was mistaken for 186 mg/dl. The customer verified the initial meter reading from the software as 136 mg/dl. The customer used test strips lot number 480036 and the expiration date was requested but not provided.

Manufacturer narrative:
The controls run on the day of the event were within range. The meter and test strips were requested for investigation. The test strips are not expected to be returned as they were used up and are no longer available. On a regular basis, accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The meter was returned for investigation. After powering on the meter the visual inspection of the display showed several black lines and spots. One large area of lines/spots partially hides the second and third digits in the result screen. This is immediately visible to the user. The flaw is visible after turning on the device and permanently exists. The returned display assembly was found to be defective. Per product labeling, "if you notice any issues with the display functionality (e.g. Unexpected lines/marks on the meter display) stop using the system and contact your roche representative."